Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out infusion sets to address the alarms, but blood glucose remained elevated. Tandem system support unable to complete system check due to lack of supplies. Customer's blood glucose was 350 mg/dl.